Manufacturer narrative:
D10 concomitant products: abstack15, abstack15 abs fixation device 15 tacks (lot#: n4a2272y), abstack15, abstack15 abs fixation device 15 tacks (lot#: n4a2272y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic hernia procedure, when fixating the mesh to the abdominal wall, all the tacks did not penetrate into the abdominal wall and expressed that the tackers were too short. Additionally, the tacks fell into the abdominal cavity but were retrieved with a grasper. The doctor started with one tacker but ended up using three tackers on a small mesh. There was no patient injury.